Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, implanted: explanted: product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was spinal pain. The patient reported that the devices worked great until about 2 weeks after they got them and then all of a sudden it wasn't working, and the patient thought the communicator was junk because it wasn't delivering the medication. The patient clarified that the issue was that when they would get to 90%, they had to wait as long as 5 minutes for it to connect to do the bolus, then it froze or errored-out, and they were losing the boluses. The patient stated that they were losing boluses because if they pushed the deliver bolus button, it would go to 90% and would error-out so they would lose the bolus. During the call, it was determined that the patient thought the telemetry delay may be due to the communicator but understood the issue once the agent reviewed/explained. The agent assisted the patient in clearing the data on the handset. Prior to clearing data, the patient's data was 1.56 and the cache was 77 kb. After clearing the data, the patient bolused and stated that the connection was 'lightning fast without issue¿.